Manufacturer narrative:
Result: siderail pivots corroded.

Event description:
It was reported by svc report that the side rails were stuck in the down position. No pt involvement or adverse consequences were reported.